Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is returned, a summary of our findings will be provided in a supplemental report. Mfg controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the mfg process.

Event description:
The caller, clinical specialist, reported that the tube was placed in the pt on (B)(6) 2013 and on (B)(6) 2013. It was discovered that the cuff was not holding air. The caller was able to confirm that presenting was performed with no issues identified. The caller reported that decannulation and recannulation of a replacement tube was reported. The caller stated that the pt tolerated the replacement well with no add'l treatment required.